Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during testing, the pump powered on with a dim/discolored display screen. A test screen was inserted and functioned appropriately. Unrelated to the display issue, a case seal leak was found. The pump was opened and internal moisture damage was found. (B)(6).

Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the display screen was dim/faded. This report is made based on results of investigation completed on (B)(4) 2013.